Event description:
It was reported that the distal left circumflex had a 90% to 95% stenosed lesion with mild calcification. Following pre-dilatation, a xience v 3 x 15 mm was used to treat the lesion. Due to the tortuosity of the vessel and mild calcification, a slight difficulty was experienced in crossing the lesion. While deploying the stent a proximal edge dissection occurred. A xience v 3 x 12 mm was used to treat the dissection. Reportedly, the patient was stable and no further patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, guide cath: jl 5. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was tortuous and calcified, which may have contributed to the resistance. As the stent delivery system (sds) was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. It was reported that during deployment of the stent, a dissection was noted and another xience v was used to treat the dissection. Dissections are known adverse events listed in the xience v instructions for use (IFU). Dissections can be influenced by several factors, including but are not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported physical resistance appears to be related to the operational context of the procedure.